Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, unit received with loud motor noise during rewind due to faulty motor. No motor error alarm and excessive no delivery alarm noted. Motor passed motor test. Pump received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. No rewind anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, no delivery alarms and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.